Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with the programmer exhibiting a diagnostic anomaly. The patient's device has exceeded its nominal longevity. The device remained implanted. No further information could be obtained.